Event description:
(B)(4).

Manufacturer narrative:
Batch review performed on (B)(4) 2015: lot 132145 - (B)(4) items manufactured and released on 07/18/2013. No anomalies found related to the problem. To date, all the items of the lot have been sold without any similar reported issue. On (B)(4) 2015, the medical affairs director made the following comment: femoral fracture on a probably well-fixed femoral stem. Root cause for failure: trauma. No device actions recommended.